Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided that the patient's doctor reported granular tissue at the insertion site and the sensation of something under the skin. The patient's father and health care provider may opt to conduct medical imaging to confirm if the sensor wire was retained. The date of intervention is unknown. Additional event or patient information is not available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/22/2017, that on (B)(6) 2017, a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.